Event description:
The customer reports that the unit is experiencing a speaker malfunction . Patient involvement is unknown.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reports that the unit is experiencing a speaker malfunction .it is unknown if the device was not in use on a patient at the time of event.